Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The international distributor ((B)(6)) reported an issue encountered with the saddleloop device by one of their customers during a procedure. The report stated that the clinician put the saddleloop around the vessel and attempted to push the needle through the locking mechanism but the tubing was not locked into the slot of the keyhole correctly. As a result, the clinician used a saddleloop device from another package to complete the procedure. The surgery was completed with no patient complications reported. The device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual examination of the complaint sample found that the tensioner had come off of the tape/silicone tube. No adhesive was seen under black light. The adhesive dispenser was not functioning properly resulting in inadequate amount of adhesive dispensed. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.